Event description:
A customer had a problem with the fastemp thermometer. Customer stated that the thermometers are reading high temps and that they are keeping pt's longer than needed due to these high temps.